Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had excessive battery error, low battery, and bad battery alarms. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. The battery was lasting 1-2 weeks before getting depleted, and the customer's blood glucose was going below 70 mg/dl every night at 1-2 am. The customer was still getting low even after changing their basal rate to a lower setting. Troubleshooting was not completed and no further details were given. The insulin pump will be returned for analysis.